Event description:
Patient reported that she received defective needles creating air bubbles and the medication wouldn't draw into the syringe. Replacement needles being sent to patient. Date of malfunction: (B)(6) 2025. No missed dose or adverse event reported. Unknown if available for return. No further information provided. Estradiol dose/ frequency: inject into the muscle when instructed (with a range of 4 - 8mg daily). Diagnosis for use: dysmenorrhea, unspecified.